Event description:
The device was connected to a patient with an asystolic rhythm. The device continuously prompted motion and an analysis of the patient rhythm could not be performed. The patient was not resuscitated. The reporter stated the patient was not a viable candidate for resuscitation.